Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Per the service record, the company representative performed an on-site assessment and was unable to confirm or replicate the reported event. As a preventative measure, the company representative confirmed the optical coherence tomography, made various inspection adjustments, then found the system to meet company specifications per service test procedure. Based on the information available, the customer reported event cannot be confirmed. Based on the information obtained, though the reported event was not confirmed, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the system did not cut in two hundred and seventy degree direction during secondary incision resulting in an incomplete cut in the unknown eye of a patient, during cataract surgery and the surgery was completed with a manual incision.